Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o ring/seal from inside reservoir tube and cracked battery tube threads. Device function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose of 484 mg/dl. Customer stated she found that the reservoir was not in the insulin pump and noticed that the top of the reservoir compartment was broken off. The customer was not aware of how the damage occurred. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.